Manufacturer narrative:
Reporting become aware date and g3 - date received by mfg; corrected.

Manufacturer narrative:
No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that the needle was disconnected from the hub. There was patient involvement and no patient harm reported.